Manufacturer narrative:
. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to wear of the lock latch of the video connector, the phenomenon ¿the image cuts off¿ occurred. However, definitive root cause for the suggested reported malfunction could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center connector clip is not clipping all the way in, causing no image on the video feed. The issue occurred during an unspecified procedure. There were no reports of patient harm.